Event description:
The user facility reported that during a therapeutic transurethral resection of the prostate, the device stopped working and was no longer functional. The procedure was completed with a different, but similar device and there was no pt injury or harm.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation noted debris build-up and staining inside the teflon body inside the device. It appears when current was applied to the device,the debris damaged the unit and caused the user's experience. The source of the debris was attributed to insufficient cleaning and/or user mishandling,as the rptr at the user facility had initially attributed the failure to the way the physician handled the device. This report is being filed as an MDR in an abundance of caution.